Event description:
It was reported that customer experienced cgm error and needed help restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed error did not return after reset, and successfully started new sensor session; no further actions were noted.